Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. See scanned page.

Event description:
Patient reported the "port detached from the reservoir" of their lap-band system. Patient stated the problem was first observed when the doctor was unable to do a fill adjustment. The lap-band system remains implanted. Follow-up information: healthcare professional confirmed the port was detached from the rest of the band. Explant surgery has not occurred.